Manufacturer narrative:
Product review/investigation could not be performed since product was not returned. Device history record review could not be performed, part and lot numbers were not provided. Root cause is unknown. No patient complications were reported. If additional information is obtained, which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported that during a surgery with the arcus staple system, the drill bit jammed in the guide, and essentially became welded in the guide. It was reported the user of the device was a junior resident. No patient complications reported, or delay in surgery.

Manufacturer narrative:
This is a followup report to 300954749-2020-00040, sections with no updates were left blank as per 21cfr803 sec 803.56(c). The drill bit and drill guide were returned and received on 30 nov 2020. The review / inspection performed concluded that the bushing with the drill bit cold welded could not be checked to nextremity's specification and the unobstructed bushing showed noticeable use. It cannot be determined if the drill and bushings met specifications since they were either obstructed or damaged when returned. Device history record review could not be performed, part and lot numbers are still unknown. Root cause remains unknown. If additional information is obtained which changes the outcome of the investigation results, a followup report will be submitted.

Event description:
This report is a followup to 3009540749-2020-00040 which was submitted on 25 nov 2020.